Event description:
In an "lad" lesion, it was reported that the cutting balloon successfully crossed two stents to treat in-stent restenosis in the second stent. The physician also dilated distal to the second stent in the native artery. The balloon was dilated three times to a maximum of 10 atm's. It was reported that upon removal, it was noted that the vessel had a perforation in the proximal "lad", proximal to the area treated. Pt went into cardiac arrest and CPR was performed. A balloon catheter was used to provide a temporary seal to the perforation. Pt underwent bypass surgery. Pt status is stable.